Event description:
It was reported that the bending pliers for 2.7mm and 3.5mm plates seems to be missing a washer for the bolt located in the middle of the pliers. As this was noticed in a non-surgical environment, there was not patient involved.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirms the washer is missing, causing the device to separate into two pieces. The device shows signs of extreme wear and use. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.